Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels, pressure and dehydration. The customer expressed vomiting and dehydration as symptoms. The customer was not wearing the insulin pump at the time of hospitalization. The customer could not recall how long she was off the insulin pump prior to the hospitalization. The customer's blood glucose at the time of the call was unknown. Advised to not use insulin pump until meeting with the customer's doctor. The customer declined troubleshooting. Nothing further reported.